Event description:
It was reported that the organon follistim pen 2nd gen pen ii experienced leakage during use. The following information was provided by the initial reporter: nurse reported the patient was unable to receive 450 iu of follistim due to a leaking follistim cartridge. It is unknown where it is leaking from. Nurse reported the patient was scheduled to receive 450 iu of follistim on (B)(6) 2019. Nurse reported the patient was unable to receive 450 iu of follistim on (B)(6) 2019 due to a leaking follistim cartridge. Nurse reported the patient did not take any doses from follistim. Nurse reported the patient injected 300 iu of follistim on (B)(6) 2019 using a different follistim cartridge. Describe in detail what or how the unit is leaking. Leakage noted as soon as the needle was placed on the cartridge. For how long has this follistim pen been in use? Follistim pen has been in use since (B)(6) 2019. If the cartridge leaking: when did you first notice the leakage? (B)(6) 2019. Before or after opening the blister package? After opening the blister package during, or after use? Before injecting dose; leakage noted as soon as the needle was placed on the cartridge. Was it while dialing the dose? No, leakage noted as soon as the needle was placed on the cartridge. Was it while administering the dose/after pressing the button? No, leakage noted as soon as the needle was placed on the cartridge. Can it be identified where the leaking is coming from? No . Is the rubber stopper or metal crimp damaged? No. Are there any signs of leakage (visual liquid droplets or dried liquid stains) in the blister packaging? No. Are there any signs of damage on the outer packaging of the cartridge (carton, blister, etc.)? No. If the pen is leaking or if the leaking is coming from the needle tip without the button being depressed: na the pen is not leaking ; nurse reported the pen was used to inject a dose from a different cartridge and no leaking occurred . Describe what actions were being performed when the leakage occurred. Leakage noted as soon as the needle was placed on the cartridge. Additional follow-up questions: they have confirmed that the unit was not cracked or broken and the leak only happened once the needle was attached to the cartridge while within the pen. Was it spilling liquid like it had been pressurized was the leak at high velocity? No. Was the leak similar to drips? Yes. Was the needle fitted correctly through the pen into the septum of the cartridge? Unknown by nurse; nurse reported she has confidence that the patient fitted the needle correctly through the pen into the septum of the cartridge. ¿had the pen dial been primed and did the leak appear after this action or was the leak immediate on attachment of the needle? Leak occurred immediately on attachment of the needle. The only time the leak was visible was while the needle was attached to the cartridge? Yes. Did it still leak after the needle was removed? No. They state that the pen was not leaking, is it also fair to state that the cartridge was not leaking until it was inside the pen punctured by the needle? Yes, cartridge was not leaking until it was inside the pen punctured by the needle. Did they remove the needle and replace it on the cartridge and if so was there any leak the second time? No the needle was not removed and replaced on the cartridge a second time any idea where the leak was coming from - tip of the needle? Nurse reported leak was coming from the tip. Of the needle where the needle meets the cartridge? Did the unit fall? No. Is there any crack visible on the cartridge? No.

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. An injection sequence was executed using a 29g x 12.7mm bd pen needle and placebo cartridge (600 iu and 900 iu*). The pen was evaluated for leaking from the needle by observing the number of droplets that formed 30 seconds after needle attachment and after administering low dose, mid dose, and high dose injections. For each injection, the 30 second allowance began after a 5 second hold time at the end of injection. Investigator observed droplets forming at the needle tip during the 30 second allowance. The number of droplets observed was as follows: after needle attachment after low dose after mid dose after high dose: 600 iu placebo cartridge, droplets observed (cartridge 1): 1, 1, 0, 0. 600 iu placebo cartridge, droplets observed (cartridge 2): 2, 1, 1, 0. 600 iu placebo cartridge, droplets observed (cartridge 3): 2, 1, 1, 0. 600 iu placebo cartridge, droplets observed (cartridge 4): 0, 0, 1, 1. 600 iu placebo cartridge, droplets observed (cartridge 5): 2, 1, 1, 0. 900 iu placebo cartridge, droplets observed (cartridge 6): 0, 1, 0, 0. 900 iu placebo cartridge, droplets observed (cartridge 7): 0, 0, 0, 0. 900 iu placebo cartridge, droplets observed (cartridge 8): 0, 0, 0, 0. 900 iu placebo cartridge, droplets observed (cartridge 9): 1, 0, 0, 0. 900 iu placebo cartridge, droplets observed (cartridge 10): 1, 1, 0, 0. For dripping: based on investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by customer. The reported condition has been confirmed but is not defined in the applicable specification. For leakage: in addition, the amount of volume contained in the 1 or 2 drops does not equal the reported loss of 150iu in the cartridge, therefore bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the organon follistim pen 2nd gen pen ii experienced leakage during use. The following information was provided by the initial reporter: nurse reported the patient was unable to receive 450 iu of follistim due to a leaking follistim cartridge. It is unknown where it is leaking from. Nurse reported the patient was scheduled to receive 450 iu of follistim on (B)(6) 2019. Nurse reported the patient was unable to receive 450 iu of follistim on (B)(6) 2019 due to a leaking follistim cartridge. Nurse reported the patient did not take any doses from follistim. Nurse reported the patient injected 300 iu of follistim on (B)(6) 2019 using a different follistim cartridge. Describe in detail what or how the unit is leaking. Leakage noted as soon as the needle was placed on the cartridge. For how long has this follistim pen been in use? Follistim pen has been in use since (B)(6) 2019. If the cartridge leaking. When did you first notice the leakage? (B)(6) 2019. Before or after opening the blister package? After opening the blister package. During, or after use? Before injecting dose; leakage noted as soon as the needle was placed on the cartridge. Was it while dialing the dose? No, leakage noted as soon as the needle was placed on the cartridge. Was it while administering the dose/after pressing the button? No, leakage noted as soon as the needle was placed on the cartridge. Can it be identified where the leaking is coming from? No. Is the rubber stopper or metal crimp damaged? No. Are there any signs of leakage (visual liquid droplets or dried liquid stains) in the blister packaging? No. Are there any signs of damage on the outer packaging of the cartridge (carton, blister, etc.)? No. If the pen is leaking or if the leaking is coming from the needle tip without the button being depressed: na the pen is not leaking ; nurse reported the pen was used to inject a dose from a different cartridge and no leaking occurred. Describe what actions were being performed when the leakage occurred. Leakage noted as soon as the needle was placed on the cartridge additional follow-up questions. They have confirmed that the unit was not cracked or broken and the leak only happened once the needle was attached to the cartridge while within the pen. Was it spilling liquid like it had been pressurized was the leak at high velocity? No. Was the leak similar to drips? Yes. Was the needle fitted correctly through the pen into the septum of the cartridge? Unknown by nurse; nurse reported she has confidence that the patient fitted the needle correctly through the pen into the septum of the cartridge. Had the pen dial been primed and did the leak appear after this action or was the leak immediate on attachment of the needle? Leak occurred immediately on attachment of the needle. The only time the leak was visible was while the needle was attached to the cartridge? Yes. Did it still leak after the needle was removed? No. They state that the pen was not leaking, is it also fair to state that the cartridge was not leaking until it was inside the pen punctured by the needle? Yes, cartridge was not leaking until it was inside the pen punctured by the needle. Did they remove the needle and replace it on the cartridge and if so was there any leak the second time? No the needle was not removed and replaced on the cartridge a second time. Any idea where the leak was coming from - tip of the needle? Nurse reported leak was coming from the tip of the needle where the needle meets the cartridge?. Did the unit fall? No. Is there any crack visible on the cartridge? No.